Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the remote manager encountered multiple failures resulting in the need to use the key to close the refrigerator. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient and they managed to get medication from other station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed. The field service engineer powered down the station, replaced the detent latch assembly, following the service guide instructions and verified the device functionality using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.